Manufacturer narrative:
The device was returned and the inspection was performed at lox magnification under a stereoscopic microscope. The edge of the optic carried a dig out where it appeared that the material was caught in this area and tore away from the remainder of the lens. In the same area as the dig out, the lens carried a straight cut through the optic material; this cut extended about 3/4 ways and appeared to have been done to facilitate lens removal. No other defects were noted on the lens. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lenses had been conducted correctly. Batch reconciliation was 100.0%. Lenstec has carried out extensive testing on the cart45 s cartridges and the softec I lens; the performance and compatibility of these products have been verified. Additionally, the instructions for use provided with each lens indicates the correct method for implantation using the injection process and lenstec advises that the user follows these instructions which have been validated to prevent damage to either the cartridge or lens. (B)(4).

Event description:
Lenstec received an email with the following statement " crack noticed in the lens about halfway across and was removed".